Event description:
It was reported that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD) due to incorrect interpretation of supraventricular tachycardia (svt) signals. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.